Manufacturer narrative:
Pump had cracked case at display window corner, minor scratched and cracked display window. Pump had missing segment due to cracked lcd zebra connector. Pump passed the operating currents measurement, unexpected error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 126 mg/dl at the time of the incident. The customer stated that the display was scratched and there are light and tears around the display. The customer reported the drive support cap to appear normal. The product was returned for analysis.